Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt went to the ER with a feeling of pain, or stimulation in her skull and right leg. It was reported the issue started after the pt slipped in the shower. The ER physician turned the stimulation off, but the issue did not subside. Follow up with the implanting physician determined the system was functioning properly and there were no issues with the scs system. It was also reported the stimulation was effective.